Manufacturer narrative:
No radiographs have been received confirming the reported event. No injury is known to have occurred. The implant remains in-situ. Labeling review: IFU review "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation" "...if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." "...care should be taken to insure that all components are ideally fixated prior to closure." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." Implant remains in-situ.

Event description:
On approximately (B)(6) 2016 a (B)(6) male patient approximately (B)(6) underwent a 1 level posterior fixation procedure on l3-l4. A radiograph was provided to the surgeon after a routine checkup and it was noted that one of the lock screws had separated from the screw tulip. The patient is currently asymptomatic; no revision surgery has occurred to date.